Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl and the cause was not known. The customer did not treat the low bg as it had occurred while sleeping. The customer did not require assistance due to the low bg event.